Event description:
(B)(6). It was reported that unstable angina and in-stent restenosis occurred. In 2005, two taxus drug eluting stents were implanted in the distal right coronary artery (rca). On (B)(6) 2022, the subject presented with unstable angina (braunwald classification: iiib). The target lesion was located at the distal rca and was 25 mm long with a reference vessel diameter of 3.5 mm. The target lesion was predilated using 3.0 mm x 20 mm balloon with 75% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.5 mm x 30 mm study device successfully with 30% residual stenosis and timi flow of 3. The subject was discharged on aspirin and clopidogrel followed by discontinuation of aspirin therapy after a month.